Manufacturer narrative:
A replacement power supply was sent to the customer. Initial contact was not made with the customer as the customer originally reported that the transformer would not power on the pump only. After the item was received in, it was noted that there was a breach in the housing. The customer contact was made at the time to find out if the customer knew how the breach happened. Cause of the breach was not known. Customer did confirm no injury was sustained as a result of the issue. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA ca10-049 which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on (B)(4) 2011. Complaint against this product are currently being investigated in order to determine root cause and will continue to be monitored. Eval summary: a visual examination of the power supply revealed the transformer housing was cracked open, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 0.25 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured open, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as 53.28 ohms, which is normal and indicates that the thermal fuse did not blow.

Event description:
Customer reported that the transformer for the pump in style would not power pump. No injuries and did not witness sparks, flames, or smoke. On (B)(6) 2012, jlk update - upon receipt of the product, returns dept identified a breach in housing. Failure and aware date updated (from 8/29) accordingly and returns dept instructed to process as potential MDR.